Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the failure of the printed circuit board caused the led to go off and an alarm to occur. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that all of the light-emitting diodes (leds) on the insufflation unit, except the power switch, shut off after a few seconds from start-up and a constant alarm tone is audible. This issue repeated on subsequent power cycling during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.